Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was worn. The device was used six times. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to sales company of olympus and sales company evaluated the device. Olympus as manufacturer received the result of the evaluation. The evaluation confirmed that the ptfe pad of the device was partially severely worn. There were contact marks on the surface of the probe and the jaw. The device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut.